Event description:
The customer reported that after three applications of the device, the device jaws could not be re-opened. The surgeon easily removed the device manually from the tissue with no tissue damage or injury. The surgeon opened another device and successfully completed the procedure. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
Covidien reference # : (B)(4). Initial report : (B)(6) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.